Manufacturer narrative:
The software investigation found that the 1st issue with the ubuntu grub menu was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The 2nd issue is that after getting past the grub menu they still could not log into the application until they reinstalled the software. For this issue there is insufficient information to determine root cause. Note that the video capture card number was checked through the logs to determine if it was a new card that is known to have some anomalies, but the video capture card was an older version that does not display this similar issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the manufacturer representative (rep) on site powered on the system, it went into a (B)(4) menu. Technical services (ts) walked the rep through going into recovery mode and fixing the issues, but after the system went back to the log-in screen, the rep was no longer able to log into the application. She could get into admin fine, but when attempting to log into the application again, the screen would go black and launch back to the initial log in. The rep stated she was going to attempt to uninstall/re-install the software. There was no patient present.